Manufacturer narrative:
Follow-up #1: date of submission 10/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: black box and cgm history show ¿cs213/cs208¿ cgm warnings. Review of user setting shows cgm high limit alert was enabled and set to 220mg/dl, and cgm low limit alert was enabled and set to 60mg/dl. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran with a steady reading of 115 mg/dl within +/- 20%..3-test ¿cs213¿ warning was simulated with 120mg/dl as threshold and sound set to high in cgm warning sound setting . The pump gave the appropriate ¿cs213¿ warning audible and visible alert. Test ¿cs208¿ warning was simulated with 100mg/dl as threshold and sound set to high in cgm warning sound setting . The pump gave the appropriate ¿cs208¿ warning audible and visible alert.. Unable to duplicate ¿cgm warnings issue¿ complaint. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue: patent did not hear the cgm alarms during the night/ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.